Event description:
Reporter states the implant was torn in the mid section during insertion.

Manufacturer narrative:
Plantar and dorsal surfaces of the proximal stem contained marks; area of separation entirely through the proximal left side of the hinge evidenced by cuts and tears. All damages to the implant were apparently made by the jaws of a grasping instrument. Methods: microscopic examination.